Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. Pms case. It was reported that a 2.5 x 23 mm pixel stent was implanted in 2006, and at the follow up visit in 2007, in-stent restenosis was noted. The restenosis was treated with another company's stent implant. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. As listed in the instructions for use (IFU), restenosis of the stented segment is a known adverse effect associated with coronary stenting. This known patient effect is not necessarily an indication of a quality issue. There were no device issues reported. The root cause of the restenosis is unknown, but there is no indication of a quality issue.